Manufacturer narrative:
Fiber sample returned for evaluation. Investigation, including root cause determination is in progress. This report mailed in to FDA on: 12/05/2007.

Event description:
The nurse reported that a piece of white lint/fiber was removed from a patient's eye at the one day post-op exam. The nurse reported that the patient is doing okay.